Event description:
It was reported that during a da vinci si surgical procedure, the mega suturecut needle driver instrument was not operating properly. A broken cable was noted on the instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was frayed grip cable. The frayed cable sections were various in lengths and were sticking out at the instrument's wrist. The idler pulley exhibited pulley rim and face damage. The frayed grip cable was also found derailed. The grips could still open and close but movement and functionality was limited. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.